Manufacturer narrative:
Three opened and ten unopened devices were returned for evaluation. Three opened devices were returned with the body split at the proximal end, and it was noted that the locking tabs were damaged, confirming the complaint. Ten unopened devices were tested, and one of the nine devices split at the body line when test firing the device. CAPA 21-001 was initiated to mitigate locking tab breakage on the supercore device. The design of part 3-01-01-196 locking tabs have been improved to require significant increase in pull force to remove the snap fit cap from the snap fit housing. The change was completed (B)(6) 2021. The affected lot was built with locking tabs manufactured prior to the implementation of the CAPA.

Event description:
Product fault on supercore¿s for princess alexandra, 4 x needles have fallen apart, with one of the needles falling apart inside a patient. This relates to per0807 and per0806.

Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Supercore needles x 4 affected. 3 x needles so far have ¿broken apart¿ upon testing. 1 x needle did not fall apart on testing, but then broke apart when inside patient. Dr had to retrieve broken needle from patient. Patient not injured. Facility have taken 2 x boxes of the same lot number off the shelf. Please see report form dr. (B)(6).